Event description:
It was reported that a device was used during a laparoscopic myomectomy. It was reported that while clipping the artery the surgeon noticed a foreign body and retrieved it through the trocar. Opened another device to completed the case. There was no consequence to pt.